Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a proglide device via a 6f sheath prior to an arterial fibrillation cryoablation interventional procedure. Reportedly, the proglide device was flushed prior to use without issue. The device was inserted and no pulsatile flow was noted from the marker lumen. The proglide device was removed and the sutures of two new proglide devices were successfully pre-placed. Hemostasis was achieved with a new proglide device after the arterial fibrillation cryoablation interventional procedure was completed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device and in-training in the pre-close technique. No additional information was provided.